Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform prime/compromised force sensor system test due to loose drive support disk. Device received with minor scratched display window. Device received cracked case at display window corner. Device received with cracked battery tube threads. Device with cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had alarmed the compromised force sensor system alarm during prime two times. Customer's blood glucose was 75 mg/dl. Customer reported the insulin squirted out during manual prime. The rewind message occurred after an alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will need to be replaced.